Manufacturer narrative:
Evaluation summary: the long nail kit and both locking screws were classified as primary products during investigation. All other returned implants are associated products and will be not considered in the investigation summery. No deviations were found during review of the manufacturing and inspection documents (DHR). The long nail kit and locking screws returned were documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. Regarding long nail kit: the investigation revealed that the nail was drill marked within the posterior bridge of the proximal lag screw hole. The posterior breakage line was found within the drill marked area. This misdrilling effect most likely did weak the posterior bridge and caused a notching effect on the lateral side, that favors significant the nail breakage. Misdrilling could occur in case the target device was pre-damaged or instruments were not assembled correctly, but the operative technique includes that the target device shall be checked prior to every surgery. Smooth lines of rest are visible on the posterior bridge; the bridge broke step by step. The lines of rest run from lateral to medial. These lines of rest indicate (in combination with the found drill marks), that the nail breakage started at the posterior bridge at the lateral side. After the posterior bridge was full or main partly broken, the anterior bridge followed first step by step. The nail broke finally spontaneous to posterior due to a fatigue fracture in combination with an overload. Bulged material inside the proximal nail hole on medial indicates that the lag screw was pressed to distal due to strong forces; these forces were caused by full weight bearing most likely in combination with the obesity of the patient. Obesity, full weight bearing and intra-operatively implant damages are listed as contraindications and warnings in the IFU. A more precise statement was not possible based on the returned products and information. No discrepancies were detected during risk analysis review.

Event description:
It was reported that a patient came in with pain (left side) and it was observed that the nail had broken.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that a patient came in with pain (left side) and it was observed that the nail had broken.